Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro device self-activated after being plugged in and would not deactivate. The device became red hot and was smoking. A second hemopro device was opened and self-activated. The extension cable was replaced and a third hemopro device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report numbers: 2242352-2013-00854 and 2242352-2013-00950 for the related reports.

Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. A pre-cautery test was performed on the hemopro device with a reference power supply and extension cable. The device did not pass the pre-cautery test as it self-activated. The handle on the device was open to verify the connections; there was contamination on the switch body, the lever and the actuator of the micro switch that is consistent with soldering flux when observed under magnification. The contamination caused the micro switch actuator to remain in the "on" position. Based upon the evaluation results, the reported complaint was confirmed. This failure mode remains under investigation. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).